Manufacturer narrative:
The AED was received and the investigation is underway. The defibrillation pads used during the rescue attempt aren't available for evaluation and the customer is unable to provide any information about them.

Event description:
Dialysis was initiated on the patient and approximately 20 minutes into treatment the patient suffered cardiac pulmonary arrest. Clinical staff attempted to use the AED on the patient, but it continued to state "place the second pad" after the operator had placed the second pad on the patient. After multiple attempts, the AED machine was placed aside and CPR was continued until emt arrived. The patient was pronounced dead at the facility.

Manufacturer narrative:
The customer's AED and battery were received for investigation. The electrodes used during the rescue had been discarded and weren't available for examination. Data downloaded from the AED showed no errors in the self test history. Impedance testing found the AED accurately detected impedance within the human impedance range. AED self-tests were run every 30 seconds for one hour to simulate 120 days of self tests in standby mode and no errors were generated. The AED was opened and components that could affect the patient impedance circuit were measured and no problems were found. Inspection of the main pcba under the microscope found no problems. With the use of a defibrillator analyzer, simulated rescues were performed in an attempt to recreate the reported problem. The AED correctly identified pads placement and delivered shocks. The AED functioned as designed during the simulations. Testing was unable to duplicate the reported problem under normal conditions and no hardware failures were found. If there is poor electrical contact between pads and a patient at the start of a rescue, the AED can't detect that both pads have been attached and will continue to prompt the user to place the second pad. This problem may have been caused by the condition of the patient's skin, damaged electrodes, or user error. It's unlikely the electrodes were damaged prior to use because the AED wouldn't have been rescue ready at the time of the rescue as reported by the customer.

Event description:
Dialysis was initiated on the patient and approximately 20 minutes into treatment the patient suffered cardiac pulmonary arrest. Clinical staff attempted to use the AED on the patient, but it continued to state "place the second pad" after the operator had placed the second pad on the patient. After multiple attempts, the AED machine was placed aside and CPR was continued until emt arrived. The patient was pronounced dead at the facility.